Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dirty cable unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no video connection was not determined. However, the most probable cause of the dirty cable unit was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no video connection. There were no reports of patient harm.